Event description:
A customer reported to baxter corporate product surveillance an unknown solution set in which the facility has experienced some issues with chemotherapy agents cracking clearlink luer activated devices. According to the report, the issue is happening with higher concentrations of vp-16 and carboplatnum. It is unknown if there was patient involvement. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.